Event description:
On (B)(6) 2011, pt presented for revascularization of a heavily calcified superficial femoral artery (sfa) using the wildcat catheter. Using a 0.035 glidewire, the physician advanced the device into a densely calcified region of a sfa and while attempting to rotate the device tip, the tip felt like it was "stuck". While manipulating the device in an attempt to get it "unstuck", the tip of the device seemed to kink. Eventually, the physician pulled aggressively on the device to get it free and when he did, the tip broke off. The doctor decided to leave the tip alone and felt it will not move since it was imbedded in a heavily calcified lesion. Final angiography showed the presence of contrast flow from the device tip, and the collateral vessel and distal lumen flow were preserved. The pt was noted to be fine and stable at the end of the procedure. Pt was discharged and reported doing well.

Manufacturer narrative:
Method: the case info including device use feedback obtained from the event reporter and angiograms were used to evaluate the device performance. Results: overtorquing (applying excessive force) is captured in the labelling (instruction for use ls 0016 rev c) under precautions. "Torquing or pulling the catheter excessively may cause damage to the product. Excessive bending or kinking of the catheter may affect performance. Withdraw the catheter if it becomes kinked." In addition, IFU line item 8 instructs the user to reverse the blade rotation when wedges appear sluggish: "if rotation of the wedges appear sluggish, stop catheter rotation and advancement. Reverse the blade rotation to free up the wedges. If the wedges cannot spin freely, retract the wedges and remove the device." When resistance was felt, the user should reverse the rotation to free up the wedges and remove the device.